Event description:
The device (needle 1352401 stim dissection curved) was returned to mxi for service and repair. It was reported that instruments are peeling or wearing off and are not autoclaving well.

Manufacturer narrative:
(B)(4): mechanical shock problem. Analysis of the device (needle 1352401 stim dissection curved) confirmed the complaint. The instruments were worn off at the handle. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4).